Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they were seen by their dentist. Their dentist found the patient presents with a severely crowded dentition. The patient has been using byte aligner to improve their smile, correct and improve their bite and decrease migraine headaches. Since using the aligners, their conditions have worsened. Clinical evaluation shows no appreciable movement of teeth after 7 of 14 aligners. The patient wears the aligners 10 hours a day as directed by byte. The patient's migraine headaches have become more frequent and intense. The doctor states, it is their professional opinion that this aligner therapy has been ineffective and has provided no benefit, improvement nor relief to the patient. Due to the lack of interproximal space and severe crowding, there is not enough room for adequate movement of teeth. Without proper interproximal reduction and attachments, it is recommended that patient stop this treatment and seek directed treatment from a board certified or board eligible orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.